Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile 475cc saline prosthesis, catalog # 3542680, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 475cc saline prosthesis experienced spontaneous asymptomatic right sided deflation post procedure. The diagnosis for deflation was made at the physician¿s office. As a result, and explant was performed on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 1/8/2019. Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that a patient experienced deflation of a breast saline implant. During evaluation of the sample it an area of siltex cracking on the posterior aspect was observed. Within the area of siltex cracking, a tear measuring approximately 1.6 cm was discovered. No more anomalies were found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).